Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and a bent cannula on the infusion set . The customer¿s blood glucose 599 mg/dl and over 600 mg/dl. The customer performed bent cannula troubleshoot. The device will not be returned for analysis.